Event description:
Device malfunction: unable to retrieve filter basket. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure of the lica the rc2 catheter was unsuccessful during filter basket retrieval attempt. Rc1 was used and retrieved the filter basket without incident. It was further noted that after removal of the rc2 catheter, the tip was accordioned. There was no reported patient injury or consequence. No additional information available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the tip of the recovery catheter was bunched (accordion) 1.9 cm proximal to the distal tip for the length of 1.7 cm. There were traces of blood visible in the shaft. There was lifted material on the rx notch located 28 cm proximal to the distal tip of the recovery catheter. There was a slight bend in the shaft located 115 cm proximal to the catheter tip. There was no damage to the distal tip of the rc observed. There was no other damage to report. The only device returned was the recovery catheter 2. Quality assurance made an attempt to backload a control accunet 7.5; however, the proximal end of the accunet wire would not pass the bunched or accordion portion of the lumen. Quality engineering reviewed the incident information and the analysis of the returned device. The visual analysis confirmed the reported damage to the rc2 catheter tip. The tip was bunched in an accordion shape 1.9 cm proximal to the distal end of the tip and the length of the bunching was 1.7 cm. In addition, during the functional analysis, an attempt to backload an accunet 7.5 was not successful due to the inability to advance through the accordion section of the rc2 catheter. The damage to the rc2 catheter indicates that during the procedure, some resistance was encountered and excessive force, while advancing may have caused the tip to bunch in an accordion shape. There was no anomalies reported during the inspection prior to use. The lot history record was reviewed and there are no non-conforming material reports associated with this lot number. During manufacturing, all catheters are 100% visually inspected for anomalies prior to placing into the dispenser. Based on the available information, quality engineering suggests that, the root cause for this incident appears to be related to the operational context in which the device was used. Quality engineering will continue to monitor and trend for this type of failure mode for future action. This case is considered closed by the quality assurance department.